Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic vaginal hysterectomy and bilateral salpingo-oophorectomy due to uterovaginal prolapse, rectocele, cystocele, and stress urinary incontinence. Following insertion, the patient experienced pain, extrusion, urinary problems, bowel problems, recurrence, and dyspareunia. It was reported that the patient underwent mesh tailoring and irrigation with vancomycin solution on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05835. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, cystocele and hypertrophic scar tissue. It was reported that the patient underwent removal and excision of vicryl and prolift suture mesh attempting to extrude through the posterior vaginal wall on (B)(6) 2012 by dr.(B)(6), md.

Event description:
Details: it was reported that following insertion the patient experienced rectocele, cystocele and hypertrophic scar tissue. It was reported that the patient underwent removal and excision of vicryl and prolift suture mesh attempting to extrude through the posterior vaginal wall on (B)(6) 2012 by dr.(B)(6), md.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.